Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited premature eri behavior. Subsequently, the pacemaker was explanted and replaced. No adverse consequences were reported. The implant/explant date of the pacemaker is unknown at this time.